Event description:
Received information stating customer received multiple occlusion alarms. Reportedly customer's blood glucose level was not impacted. During system check with customer, insulin was not observed coming out of the infusion set tubing. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted. Use of apidra insulin a contraindicated for the t:slim cartridge.